Event description:
The patient was hospitalized due to pneumonia and missed his pump refill. The pump contained morphine. The patient experienced withdrawal symptoms of hallucinations and paranoia. The patient experienced "relief" when the nurse gave the patient more morphine. The patient was attempting to find an hcp to fill the pump. It was later reported the pump would be filled while the patient was in the hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).